Event description:
This lv lead was implanted on (B)(6) 2012 and remains implanted at this time. A procedure form received on (B)(6) 2017 stating that this lead was connected to the rv port. The physician was dr. (B)(6) at (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).